Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not power up. It was noted that, if and when it did power up, the programmer would "die again" if a radio frequency (rf) programmer head was plugged in. The programmer has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis was unable to confirm the customer comment that the programmer would not power up, and that it would "die" when a radio frequency (rf) programmer head was attached; the programmer power-cycled without issue. It was noted, however, that the system fan was noisy, the floppy drive was missing its cover, the keyboard was pulling apart, and the left keyboard hinge was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.